Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) which had been implanted one day, displayed out of range pacing impedances. Defibrillation testing was not done at implant. An invasive evaluation found that the distal setscrew was not tightened. This was done, and the device remains implanted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which had been implanted one day, displayed out of range pacing impedances. Defibrillation testing was not done at implant. An invasive evaluation found that the distal setscrew was not tightened. The physician successfully tightened the set screw and no further intervention was required. A loose set screw can be associated with a possible therapy delivery/effectiveness issue. The root cause is attributed to the difference in renewal 3-4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on (B)(6), 2004. Approximately five years later the device was removed and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.